Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon of "foreign materials attached to a-rubber [bending section cover]" was confirmed and were presumed to have been clotting proteins - however, the material was unable to be further specified. Moreover, no deformation of the a-rubber was observed, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The user can detect the event above by handling the device according to the following instructions for use (IFU): ·operation manual_ preparation and inspection_ inspection of the endoscope inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities the user can prevent the event above by handling the device according to the following IFU: ·reprocessing manual_ cleaning, disinfection and sterilization procedures_ manual cleaning_ cleaning all external surfaces the suggested phenomenon of "channel port was scraped" was presumed to have been due to the coiled sheath of the cleaning brush grazing against channel port - subsequently, the channel port was scraped. Reasons of this presumption are listed as below: -since biopsy valve was attached on the device in procedure, the endo therapy accessories were difficult to contact with the channel port. -since biopsy valve was detached from the device at reprocessing, coiled sheath of cleaning brush may have grazed against the channel port. The user can detect this event by handling the device according to the following IFU: ·operation manual_ preparation and inspection_ inspection of the endoscope inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customers¿ allegations were confirmed. In addition to the reported in b5, the device evaluation found the following: the light guide bundle had breakage, due to breakage of the light guide bundle the illumination was uneven, the light guide lens had stain, the distal end had a scratch, the adhesive on the bending section cover rubber was detached, the bending section cover rubber had a clotting protein, the connecting tube had a wrinkle and a dent and discoloration, due to wear of the angle wire the bending angle in the up/down directions did not meet the standard value, the image guide protector had a cut, the grip had a dent, the up/down plate had a scratch and a stain, the angulation lever had a scratch and a stain, the control unit had a scratch, the universal cord had a scratch, the protector of the universal cord on scope connector side had a scratch, the protector of the universal cord on control section side had a scratch, the scope connector had a scratch, the light guide cover glass had corrosion, the scope connector had discoloration, and the electrical connector had corrosion. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the evis lucera elite colonovideoscope had insufficient light from the light guide lens, collapse/buckling/depression/scratch/cut/wrinkles of the insertion section and could not angulate sufficiently. The issue was observed during routine maintenance and there was no patient or procedure involved. The device was returned to olympus for a device evaluation and found the forceps channel port was shaved and the bending section cover rubber had foreign objects attached. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.